Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: tilt of the ivc filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: tilt of the ivc filter. As a direct and proximate result of these malfunctions patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses. Pain and suffering, and other damages.

Manufacturer narrative:
Additional information was provided and is available in: the implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt

Event description:
As reported by legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: tilt of the ivc filter. As a direct and proximate result of these malfunctions patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses. Pain and suffering. And other damages. The following additional information was received per the patient¿s medical records: patient presented with complaint of shortness of breath and was diagnosed with massive bilateral pulmonary embolism. The patient had received tpa. Following that was consulted for ivc filter placement. Patient also has deep vein thrombosis. Filter was deployed in the ivc below the bilateral renal veins under fluoroscopy with no immediate complications. Approximately 11 years and 6 months post implantation patient underwent a removal of the filter. A short segment of linear filter which was embedded into the wall of the cava could not be removed with the filter. It was felt that this linear fragment is most likely outside the lumen of the ivc at this point and should be left and has a very low likelihood of embolizing. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 10 year 7 months post implantation. The patient reports perforation of filter strut(s) outside the ivc, filter embedded in wall of the ivc, and fracture. Approximately 11 years and 6 months post implantation patient underwent a percutaneous removal of the filter where struts were retained within the wall of the ivc after an attempted but unsuccessful percutaneous removal procedure. The patient also reports suffering from emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
Correction to (product code).

Manufacturer narrative:
As reported, the patient had placement of trapease inferior vena cava (ivc) filter. Per the medical records, the patient presented with of shortness of breath and massive bilateral pulmonary embolism, and deep vein thrombosis. The patient had received tpa. The filter was deployed in the ivc below the bilateral renal veins under fluoroscopy with no immediate complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to tilt of the ivc filter. Approximately 11 years and 6 months post implantation patient underwent an unsuccessful removal of the filter, a short segment of linear filter which was embedded into the wall of the cava could not be removed with the filter. It was felt that this linear fragment is most likely outside the lumen of the ivc at this point and should be left and has a very low likelihood of embolizing. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, filter embedded in wall of the ivc, and fracture. The patient also reports suffering from emotional distress, mental anguish, anxiety and stress. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.